Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure, within the common bile duct of a patient on (B)(6), 2010.according to the complainant, during the procedure as the stent was being backloaded over the guidewire the inner guide catheter detached. The procedure was completed with a different stent device.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure, within the common bile duct of a patient on (B)(6), 2010. According to the complainant, during the procedure as the stent was being backloaded over the guidewire the inner guide catheter detached. The procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was broken/separated from the pullwire. The push catheter was kinked and the push catheter ramp twisted and kinked. The stent was not returned for analysis. A functional evaluation revealed, the handle extended and retracted smoothly. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications.